Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and checked the system logs. The analysis identified the flexvision pc problem and the system didn¿t boot up properly. The fse replaced the flexvision pc and reinstalled the software. The defective flexvision was returned to philips for further analysis. The analysis confirmed the flexvision malfunction and identified the boot up issue was due to defective dimm. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.